Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product location unknown.

Event description:
Patient underwent a shoulder revision procedure approximately seven months post-implantation due to instability. The head was removed and replaced.